Manufacturer narrative:
A visual evaluation found the stent was torn at approximately 3mm from the ro marker. No other anomalies were identified. The issue was identified during the procedure and inside the patient. Using a snare to remove a biliary stent is a standard removal technique. Excessive force on the snare wire can cut or tear the stent during the removal procedure. Therefore, ¿operational context¿ was selected as the most probable root cause of the complaint. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent had been implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during a second ercp procedure performed on (B)(6) 2015, the physician attempted to remove the advanix biliary stent using a 13mm captiflex oval snare. While attempting to remove the stent from the duct, the technician was squeezing handle of the snare hard and the physician was pulling on the catheter hard in order to remove the stent. As the stent was being removed from the duct, the stent snapped in half. The physician went back in with the snare to remove the broken half of the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". The exact date that the stent was implanted is unknown, however, it was reported to have been implanted in the patient "weeks" before the removal procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent had been implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during a second ercp procedure performed on (B)(6) 2015, the physician attempted to remove the advanix biliary stent using a 13mm captiflex oval snare. While attempting to remove the stent from the duct, the technician was squeezing handle of the snare hard and the physician was pulling on the catheter hard in order to remove the stent. As the stent was being removed from the duct, the stent snapped in half. The physician went back in with the snare to remove the broken half of the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". The exact date that the stent was implanted is unknown, however, it was reported to have been implanted in the patient "weeks" before the removal procedure.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be older than 60 years of age. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.